Event description:
A customer reported that an electromechanical ambulatory infusion pump does not alert patient occlusion when the tubing set is clamped, simulating an occlusion. The malfunction was discovered during a functional testing conducted by the customer. There was no patient involvement.